Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient effects and malfunctions reported in the article(s) are captured under separate medwatch report(s).¿ literature attachment: article title: prediction of mortality and heart failure hospitalization after transcatheter tricuspid valve interventions. A2: mean age. A3: majority gender. B3: date of event was estimated. D4: the UDI is unknown as the part and lot numbers were not provided. D6a: date of implant was estimated.

Event description:
The article, ¿prediction of mortality and heart failure hospitalization after transcatheter tricuspid valve interventions¿, was reviewed. This research article is a retrospective multiple center experience to evaluate the performance of the tri-score in predicting outcomes of patients undergoing transcatheter tricuspid valve intervention (ttvi). [Devices that were associated with the study]. The article concluded that in the trivalve registry, the tri-score has a suboptimal performance in predicting clinical outcomes. However, a triscore greater than or equal to 8 is associated with an increased risk of clinical events and a lack of prognostic benefit after successful ttvi. The primary and correspondence author of the article is marianna adamo, md, department of medical and surgical specialties, radiological sciences, and public health, university of brescia, piazzale spedali civili 1, brescia 25123, italy. E-mail: mariannaadamo@hotmail.com. The time frame of the study was 2010 to 2020. Say not confirmed or reported if applicable. A total of 634 patients were included in this study, of which 416 received a mitraclip and 63 received a triclip. The average age of the patients enrolled was 77. The majority gender was female. As this is from a literature review, patient weight was not provided. Comorbidities include: prior myocardial infarction, previous left-sided (ls) intervention, diabetes, chronic obstructive pulmonary disease (copd), chronic kidney disease (ckd) on dialysis, atrial fibrillation, cardiac implantable electronic device (cied), heart failure hospitalization, heart failure, peripheral edema, tricuspid regurgitation (tr grade severity: 2,3,4). Peri and post-procedural complications included conversion to surgery, tricuspid regurgitation, blood transfusion, acute kidney injury, dialysis, pericardial effusion, low -cardiac output syndrome, stroke, infection, new atrial fibrillation, in-hospital death, and heart failure hospitalization.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effect of death reported in the article is captured under a separate medwatch report. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported death, tr, heart failure, hemorrhage, renal failure, pericardial effusion, hypotension, cerebrovascular accident, atrial fibrillation, and infection. Death, tr, heart failure, hemorrhage, renal failure, pericardial effusion, hypotension, cerebrovascular accident, atrial fibrillation, and infection are listed in the instructions for use as known possible complications associated with triclip procedures. The reported hospitalization, unexpected medical interventions, and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.